Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and sensor was not working. The blood glucose values were 110 mg/dl, 69 mg/dl and 84 mg/dl. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The current blood glucose was 72 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Customer declined troubleshooting for the low blood glucose. The sensor will not be returned for analysis.